Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with an angio-seal vip device. Access was gained with a 5fr terumo pinnacle sheath and the procedure was a hepatic pseudo aneurysm coiling. Once the case was completed a 6fr angio-seal vessel locator was inserted in the recommended fashion. The angio-seal vip was inserted through the angio-seal sheath. The device was locked into place, then the anchor was set, and the device was withdrawn but would not retract. The account cut the window area and removed the sheath with some effort. They then grabbed the suture and tamped down the collagen plug after which the suture was cut. They observed the patient and hemostasis was achieved. The patient's pulses were checked and found to be normal. Blood loss was less than 10c. The patient was reported to be stable and doing well. The procedure outcome was good. Additional information was received on 17sept2019. When they set the anchor, they experienced suture lock up meaning they could not pull the angio-seal sheath out so they then cut the tube in the window they then removed the sheath and manually tightened the suture and tamped down until the black was visible. The procedure sheath was a 6fr pinnacle. A pre-deployment angiogram was performed. Access was in perfect location with no disease present. Hemostasis was achieved.